Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer stopped using the pump and technical support arranged to replace the pump.